Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received the patient's weight.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient experienced a pocket erosion and subsequent infection. The field representative stated that this patient had some "skin issue" over the device pocket but was not provided further information on what the issue was. The s-ICD system was explanted and once the patient recovers from the infection, he will receive a transvenous system. It was also reported that this patient is very thin in stature.

Event description:
Attempts were made to obtain any additional information on this particular event; however, they were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received directly from the clinic that the initial burn on the device pocket had not healed, which contributed to the subsequent erosion and risk of infection. The patient also received intravenous antibiotic treatment during the surgery to remove the s-ICD system. No additional adverse patient effects were reported.

Event description:
Boston scientific received information from the patient's mother that her son presented with a surface skin burn over the area where this subcutaneous implantable cardioverter (s-ICD) was implanted. The patient's mother had spoken with the physician who thought it was a result of the electrocautery device, used to form the pocket, being set too high and subsequently caused the burn from inside the pocket. No additional patient effects were reported. The s-ICD remains implanted and in service.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information is provided, this report will be updated.